Event description:
Follow up information received confirmed that 2 of the 4 "poles" on the lead were deemed unusable which led to the use of a new lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the stimulation lead found that there was a short between circuits at the distal end. It was noted that the lead functional test indicated continuity acceptable and that the short was located between electrodes two and three. It was noted that the lead was bent at distal tip. It was further noted that conductor three was crossed over (coiled over) conductor two at the distal end. It was further noted that there was an insulation breach on conductor number two.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedances were measured on a lead during deep brain stimulation lead insertion. A short circuit was suspected. Upon visual inspection, it was noted that the lead was bent at the tip. It was determined the lead could not be used. A new lead was used and the measurement data was 'normal.' The lead was positioned and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).